Manufacturer narrative:
Analysis was able to confirm the customer comment that the sensing knob of the external pulse generator (epg) was missing. The epg failed the incoming test. The sensing knob was found to be missing. It was also determined during further analysis that the main printed circuit board (pcb) was out of specification electrical. The liquid crystal display (lcd) was damaged, and the hangar assembly was worn. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the sensing knob of the external pulse generator (epg) was missing. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.